Manufacturer narrative:
The tandem pump user guide states: your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time.

Event description:
It was reported that an unspecified malfunction occurred after the pump became wet. Blood glucose was not impacted. Reportedly, the customer reverted to manual injections for insulin therapy.